Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in both eyes one day post lasik. The topical steroid eye drops were increased. The patient was seen in follow up and noted dlk has resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.